Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
Device evaluation: the device was received with the pusher and implant. The microcatheter was also returned. The device was found loaded into the microcatheter with a portion of the hypotube protruding out of the microcatheter hub. X-ray examination of the microcatheter revealed the device in the lumen spanning most of the length of the microcatheter. The implant was observed still attached to the pusher. The implant did not appear damaged and the distal end is not far from the distal tip of the microcatheter. For further evaluation, the device was pulled out of the microcatheter. The implant was observed still attached to the pusher. The pusher did not display any notable damage beside a bend in the hypotube. Based on the investigation the complaint is unconfirmed because the implant did not prematurely detach from the pusher. The implant was found attached to the pusher and there were no indications of major damages to the device. There was no coil detachment, which was initially indicated in the initial medwatch (MFR report # 2032493-2019-00148), and this event is not considered by the manufacturer to be reportable per 21 cfr 803.